Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced elevated blood glucose for about an hour while using the ilet system with a freestyle libre 3 plus sensor, and the ilet device and ilet mobile app displayed the same glucose value. Symptoms included hyperglycemia. Outcomes included user self-monitoring without need for medical care. Investigation included troubleshooting and education, including discussion of recent intake of chicken and french fries and inability to perform a confirmatory fingerstick at the time of the call. Investigation of this case revealed that the device and app provided concordant readings, and hyperglycemia was assessed as cause unclear given the temporal relation to a meal and lack of confirmatory capillary test. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.